Manufacturer narrative:
Patient information was unavailable from the site. Unique device identification(UDI) is not available. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device during a procedure. It was reported that the system suddenly displayed error message "no input" on both surgeon and staff monitors. Procedure was completed without the use of navigation. There was no known impact to patient. No information was provided on delay to procedure.

Manufacturer narrative:
Patient information provided. Additional information: surgeon name provided. Initial reporter updated. UDI added. Mfg date added. If information is provided in the future, a supplemental report will be issued.

Event description:
Delay to surgery 10 minutes. No adverse effect to the patient. Procedure type fess bilateral frontal tumor resection.